Manufacturer narrative:
The manufacturer received the device, humidifier and accessories for investigation. There were no operational issues with the base device or humidifier that would have resulted in the reported event. There was evidence of thermal damage resulting in a void to the dc power supply, as well as melting to the ac and dc power cords. There were no exposed ac wires noted. Both the ac power cord and the dc power supply were fully functional and did power the devices for evaluation. The dc power supply was forwarded to the supplier. The conclusion of the supplier's investigation indicated there was no evidence of a failure of the power supply that would have resulted in the reported event, and that the root cause of the event was most likely a result of the supply being exposed to an unknown external heat source. Product labeling warns the user to "periodically inspect the power supply for signs of wear and damage" and to "replace the power cord if necessary." There was no serious harm or injury reported. This device and accessories meet all relevant standards for flammability. Based on the available information, the manufacturer concludes no further action is necessary.

Event description:
The manufacturer received information that an end user alleged a thermal event had occurred to the dc power supply of a continuous positive airway pressure (CPAP) device. Although harm was alleged, no medical intervention was reported. The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed.